Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced a lead break which was confirmed by x-rays. In turn, surgical intervention was undertaken to explant and replace the lead. It was also reported an sjm was not present for the procedure in 2012. The patient's device information is unknown to the manufacturer.